Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11122, related manufacturer reference number: 1627487-2019-11123, related manufacturer reference number: 1627487-2019-11125. It was reported the patient noticed a change in stimulation coverage. Diagnostic testing revealed high lead impedance values. In turn, the entire scs system was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-11122, 1627487-2019-11123, 1627487-2019-11125.